Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: surgeon said that the knife blade deployed, travelled to the end effector then would not retract automatically, then he pressed the anvil release button, which did not work because blade was still deployed, then he pressed the knife reverse switch, which still did not retract blade, then he used the manual override lever which brought the blade back and then he could open the jaws with the anvil release button was there a problem with opening the jaws of the device? Yes see prior answer if yes, how was the device removed (i.e. Anvil release button, knife reverse switch, manual override lever, jaws forced open, device cut from tissue)? See above please provide details. Did the jaws eventually open? See above. If another issue occurred, please provide event details. No".

Event description:
It was reported that during a laparoscopic appendectomy, the device was engaged around the mesoappendix and the device did not fire and went disengaged. A second like device was used to complete the procedure. There were no patient consequences reported.